Event description:
The patient reported, he lost his programmer 3 weeks previously. The hcp turned the device off since the patient had a short in the leads. A lead revision was scheduled for march 4. The patient reports falling many times and the leads broke and caused nerve damage to his legs. The patient was referred back to his hcp.

Manufacturer narrative:
This report is being filed under exemption number which covers a 2-year retrospective review of events reported by consumers between 2005 and 2006 (inclusive). This exemption was granted to satisfy medtronic's MDR obligations for any previously unreported serious injury, death and malfunction events found during this review. This medwatch report represents 1 malfunction event for model 3888, (product code lgw). This total includes the event described in this report.